Event description:
Sales consultant reported that the patient underwent tlif spacer insertion into the l5/s1 disc space on (B)(6) 2013. When the implant holder was taken to the table, it was noticed that a screw was missing from it. The screw had fallen from the implant holder and was found on the ground later on. The fallen screw never made contact with the patient. A replacement screw was found and used without harm to the patient. The procedure was successfully completed. There was approximately a 15 minute delay to the procedure. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Additional narrative: note: blank fields on this form indicate information that is unknown, unavailable or unchanged. This device used for treatment and not diagnosis. A device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.